Event description:
Boston scientific received information that a health care provider (hcp) alleged that this right ventricular (rv) lead failed for an unspecified reason. The device system was programmed to aair 70bpm to 120bpm and a transtelephonic monitoring (ttm) and a magnet were being performed. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.